Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year, 3 months. Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not conclusively be established through this evaluation. The patient remains ongoing on the device and no further events have been reported at this time. The hm3 lvas instructions for use lists infection (driveline, local and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient presented with an infection at the driveline exit site. The patient had progressive tenderness and discomfort at the driveline site, serosanguinous drainage on the biopatch dressing, and minimal yellowish drainage around the driveline site. The drainage was cultured and it was found the type of infection was (B)(6). The patient was discharged on oral clindamycin with a follow-up in clinic with infectious disease and heart failure services. No additional information was provided.